Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient stopped recharging her ipg a year and a half ago as recommended. In turn, the patient lost stimulation over time. A company representative met with the patient and deemed their ipg inoperable. As a result, surgery for a replacement ipg may be pending.

Event description:
Additional information received identified the patient's ipg was replaced with a different manufacturer's device. The exact explant date is unknown.